Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical representative reviewed events preceding the issue. Following a successful trial, the patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq neurostimulator (stq4-rcv-a0; sn: (B)(4)), one (1) stimq neurostimulator (stq4-spr-b0 sn: (B)(4)), and one (1) stimq neurostimulator (stq4-rcv-a0; sn: (B)(4)) were implanted in the left forearm, at the ulnar nerve. The clinical representative was present at the time of the implant procedure and confirmed appropriate suturing and anchoring steps were followed per the product instructions for use. On january 16, 2020, the patient contacted the clinical representative to report a pain in the arm of the implanted stimulators. Patient stated that he had scheduled an explant procedure for (B)(6) 2020, for all three of the implanted stimulators. The patient requested that the stimulators be explanted as a preventative measure, this was not required by the implanting clinician. The patient claimed that there was an increased amount of pain in his arm around the implant site that was different from the pain the device was implanted to reduce. Patient reported having over a week of great therapy after implant procedure prior to requesting all three devices be explanted. Patient did not report and extraneous activity that would cause or contribute to the pain. At this time, the reason for the pain is unknown. On (B)(6) 2020, all three stimulators were successfully explanted with one minor complication on one stimulator explant. The clinician intentionally left a piece of the stimulator implanted due to a buildup of scar tissue around the implant site. Patient was aware of the risk of not being able to fully remove all devices. No further procedures are planned for this patient. On february 11, 2020, regional sales director reported that the patient was experiencing less pain after the explant. No complications have been noted from the small piece of stimulator that was cut and left implanted. The patient is recovering from the explant procedure without complications and is scheduled for a post-op follow up soon. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The root cause is likely due an event that was not reported by the patient, due to the patient having great therapy for over a week after implant procedure prior to reporting a sudden loss of therapy with increased pain at the implant site. However, investigation efforts could not confirm this cause. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in contact with the clinical representative from january 17, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to reduce migration, and that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event required medical or surgical intervention to prevent or preclude permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint of post-operative pain reported to stimwave on january 16, 2020, by clinical representative